Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced a "high" blood glucose (bg) level. The cause of the high bg was unknown, and a specific bg value was not provided. The infusion set and cartridge were changed to address bg level. Recommendation was made to discuss diabetes management with a health care professional.